Event description:
Reference number (B)(4). Event occurred in the saudi arabia. It was reported that the patient faced issue with infusion set on (B)(6) 2026. Tape not sticking after 1 day of use and infusion set was in use for 1 day. No further information is available.